Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:36:05. During night drain cycle six, the patient's ultrafiltration reading was 1697ml, indicating the home patient (hp) drained 1697ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If any additional relevant information is received, a supplemental report will be submitted.